Manufacturer narrative:
D9: product received date 1/10/2025. H3: one device was returned for repair with complaint that there was an air-in-line error. Review of event history found multiple cannot start pump alarms. There was no applicable service history. Visual/functional testing was performed. Observed damage on air detector. Replaced air detector. Found downstream occlusion (dso) seal delaminating. Replaced dso seal. Found upstream occlusion (uso) seal buckling. Replaced uso seal. Found latch lock sensor defective. Replaced latch lock sensor. Device passed all testing criteria post repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air-in-line error. There was no patient involvement.